Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on the patient underwent second spine fusion surgery on the lumbar spine from vertebrae l5 to s1. The rhbmp-2 and collagen sponge were used in the surgery. Post-op, patient experienced progressively worsening and chronic neck and back pain, stiffness and soreness; difficulty speaking, swallowing and breathing; swelling in his neck and hands; and radiculopathy in both legs, feet and in his left arm. Patient required use of crutches or a cane to assist with ambulation. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively, and had otherwise suffered serious and permanent injuries.